Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported "battery doesn't work well in xl devise although the fill-charged sign was turned on in xl devise." There was no reported patient involvement.